Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this issue. After reaming, the surgeon discovered the pelvic array was not securely attached to the pelvic array adaptor. The screw was fully tightened, but there was a gap between the array and the adaptor which allowed the array to move. Since the array moved, registration accuracy was lost. After the case, the pelvic array and pelvic array adaptor were removed from their tray. The pelvic array was returned to mako but the pelvic array adaptor was not returned. Reviewing the inspection report for the pelvic array lot # 19100711 showed full inspection of the pelvic array screw thread form. The returned pelvic array was easily threaded into multiple pelvic array adaptors without issue showing no defect in the part. Since the pelvic array adaptor was not returned and no lot number was provided, no inspection of this part could be performed and the failure seen in the event report could not be reproduced.

Event description:
The surgeon performed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After reaming had been completed, it was observed that the pelvic array had shifted. A high checkpoint error of 8 mm confirmed this, and the pelvic array felt unstable when checked. The surgeon decided to impact the acetabular manually, and did so successfully.